Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and hospitalized. Customer's blood glucose at time of incident was unknown. Customer cause of hospitalization was diabetic ketoacidosis. Customer stated that she has lows while sleeping and wake up high over 200 mg/dl. Customer stated that he had malfunctions, low battery, no delivery alarm during a set change force her to redo a set. Customer declined to speak hour helpline.